Event description:
It was reported that the patient presented to the ER after receiving therapy. Misdiagnosis of nonsustained lead noise detection was reported. While reviewing the non-sustained lead noise episode recording, undersensing on the far-field channel was observed during some fast ventricular beats. Programming changes were recommended. Patient to be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.